Event description:
The pt (B)(6) is implanted with an scs system which includes an ipg. It was reported that the pt is experiencing overstimulation at the t9 vertebrae level and in the back. The reported sensation occurs intermittently when stimulation is in use and is said to flow through movement. A decision regarding the next course of action in this matter, has not been reached.

Manufacturer narrative:
The lot number of the pt's ipg was not provided. As such, the manufacturing and expiration dates are unknown. The implant date of the ipg is also unknown. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.